Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose readings in the 60s during the night despite stable levels at sleep onset, and the user independently increased their glucose target five days prior to the events; the cause of the lows was unclear and treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any device-related problem and insufficient information regarding any specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.